Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose while sleeping shortly after starting ilet, with a nadir of 47 mg/dl, followed by a rapid rise after consuming multiple foods and juice; no device alerts were reported during the event, and a caregiver provided assistance. Symptoms included hunger. Outcomes included self-recovery without medical intervention. Investigation included complaint handling and user education on hypoglycemia treatment and avoidance of overcorrection. Investigation of this case revealed no device malfunction identified and a probable user-related overcorrection during the early learning period of therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.